Event description:
The unit was alarming and the staff noticed that the pressure meter was showing two different pressures at the same time. Lowerhalf of led bar shows 2cmh20 and upper side shows 8cm/h20. Ventilator was taken off patient since they were unsure of what pressure was being delivered. The pressure was set at 5cmh20 priot to the incident. Distributor biomed was unable to reproduce fault.